Event description:
It was observed during the device inspection that the colonovideoscope exhibited foreign material on the air/water (a/w) cylinder and a/w tube. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to b1: product problem was inadvertently left blank. B1 has been updated. It has been over eight (8) years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material adhered in the air/water (aw) channel, aw cylinder, and auxiliary water channel, but the root cause cannot be identified. There was a possibility that the foreign material could not be removed since it could not be properly reprocessed due to leakage from the bending section cover. A definitive root cause cannot be determined. The event can be prevented by following the instructions for use which state: "IFU states that detection method in cf-h185l/I operation manual chapter 3 preparation and inspection. IFU states that preventive measure in cf-h185l/I reprocessing manual chapter 5 reprocessing the endoscope." Olympus will continue to monitor field performance for this device.